Event description:
Reported via study. It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of apixaban (10 mg/day) and aspirin (81 mg/day). At an unknown date post procedure, the closure device embolized out of the laa of the patient. Ten (10) days post procedure the patient underwent surgery, and the closure device was retrieved and removed from the patient. The patient did well following this treatment and there were no other complications that were reported to have occurred as a result of this event. Five (5) months post procedure the patient died of an unknown cause.

Manufacturer narrative:
D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.